Manufacturer narrative:
This device was listed among five possible suspect devices as associated with a patient event. The event history was downloaded and reviewed but no programming was found on november 17, 2023 relating to this event. Functional tests are being performed to verify the operational condition, and then the device will be released and returned to the customer. The probable cause for the customer complaint was not found as result of this complaint investigation.

Event description:
The complaint/event involved a plum 360 driver refurb that was potentially involved in an under-delivery of a therapeutic dose of medication (tirofiban) that was being administered to a female patient whom had a deterioration. Based on the investigations carried out by the end user facility, the customer believes the problem was due to misuse of the pump in the data supply of the medication. The reporter became aware of the event from an initial report made by the person with a position in pharmaceutical chemistry technosurveillance. The pump indicated 12.5 mg in 250 ml, passing at 0.1 micrograms/kilo/minutes, schedule for 1cc/hour. The device/pump did not alarm/ although the reporters could not determine if there was any harm to the patient; there were no specific clinical consequences reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Section e: additional reporter: (B)(6).